Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The device was not returned. No patient information has been made available.

Event description:
It was reported to gore that a suture frayed when using 6m10. The fraying happened lengthwise during suturing near the end of the case.

Manufacturer narrative:
The date of event is estimated to be (B)(6) 2016, the reporter does not know the exact event date.